Event description:
Information received indicates the head section function will stick intermittently.

Manufacturer narrative:
The technician replaced the head up valve and recalibrated the sensor to repair the bed.